Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the table battery required replacement. The technician replaced the table battery, tested the function and operation of the table and confirmed it to be operating to specifications. The 3085 surgical table was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085 surgical table would not respond to commands via the hand control. User facility personnel attempted to utilize another hand control however; the table would not respond to commands. User facility personnel elected to proceed with the procedure which was completed successfully. No report of injury.